Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is determined that the effects of lint and dust inside the video connector cause the images to disappear or turn black. Since the event was not reproduced, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center screen was flickering and turning black when the erve generator was activated during a diagnostic colonoscopy procedure. The issue was found before the patient was put under anesthesia. There was a five minute delay. The procedure was completed using the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.